Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified antibiotic. After an unspecified length of time in use, the customer contact noted the tubing was separated from the option-lok male adapter. An unspecified volume of blood loss was reported. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.